Event description:
It was reported that during cardiomems implant the physician attempted to pass the cardiomems delivery system past two triclips but could not pass. When the physician then tried to pull the sensor out of the sheath they were unable to pull it back out as the sensor was slightly pulled away from the catheter on the proximal side. The physician opted to remove the sheath and sensor together with the sensor at the distal end of the sheath. The procedure was abandoned. There was no damage to the triclips and no adverse consequences to the patient.